Manufacturer narrative:
H6: investigation summary a 2000e china sample was not available for investigation of this feedback; however further information provided by the customer indicates that the occlusion was observed on the second day of infusion and that the product was connected to a xin hua closed infusion set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20056227 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.

Event description:
It was reported that 29 ll vlv adpt(stand alone) sets had blocked/occluded flow during use. The following information was provided by the initial reporter, translated from chinese to english: "needle-free airtight infusion connector-flow rate slow/occluded" "the infusion set connected with the connector is xinhua closed infusion set, and the batch number is unknown. There are more cases of not moving the infusion when the infusion is retained the next day."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 29 ll vlv adpt(stand alone) sets had blocked/occluded flow during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "needle-free airtight infusion connector-flow rate slow/occluded" the infusion set connected with the connector is xinhua closed infusion set, and the batch number is unknown. There are more cases of not moving the infusion when the infusion is retained the next day.